Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported there were coupling or communication issues with the device and the recharger. An x-ray was performed, and the device was determined to be flipped. The patient had surgery to correct the stimulation and recovered without sequela.